Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered a temp basal that was not programmed. The current blood glucose reading is 165 mg/dl. Customer stated that the sensor glucose is lower than blood glucose. Customer inserts sensor in other parts of the body due to pregnancy and scar tissue. Nothing further reported.